Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a control reservoir (part of #fv434-t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the drainage was not smooth after implantation. The customer removed the reservoir separately and installed a new one, which is currently functioning well. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the procedure.

Event description:
The complained product was sent in to the manufacturer ad the investigation has been completed. Sent products: control reservoir.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the control reservoir were determined. Permeability test: a permeability test has shown that the component is permeable. Internal inspection: after staining the inside of the control reservoir, deposits were found. Results: based on the investigation results, we can determine visible deposits in the control reservoir. The deposits had no effect upon the specifications at the time of the examination. The reservoir operated within all specifications. Organic material in the csf can temporarily influence the function and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.